Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge h3 other text : device not returned

Event description:
It was reported that air bubbles were observed within the infusion set tubing. Reportedly, the customer was using cold insulin. Customer performed a supply change to address the issue. Customer¿s blood glucose level was 419 mg/dl.